Event description:
Report received of no audible alarm. The pump was returned to the biomedical department with an unsigned note that stated, "does not alarm". There were no report adverse pt events while the device was in clinical use.